Manufacturer narrative:
(B)(4).

Event description:
The complaint indicates that the patient reported a detached sensor wire. Based on visual inspection, testing concluded that the sensor wire with (B)(4) is detached from the sensor pod and seal carrier. The problem is confirmed because the sensor wire with (B)(4) was detached from the sensor pod and seal carrier. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, upon removal of the sensor pod from the patient body, the sensor wire had detached. Reportedly, the patient removed the transmitter prior to removing the sensor pod. Additionally, the patient stated that the sensor wire issue included bleeding at the insertion site. The sensor was inserted at the arm on the (B)(6) 2017. No medical intervention was reported. No additional event or patient information is available. No product or data were provided for evaluation. The reported detached sensor wire could not be confirmed. A root cause could not be determined. Labeling indicates: do not remove the transmitter before removing the sensor pod from your body. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.